Event description:
The customer stated the device was left in the car in freezing temperatures. The customer brought the device inside and let it stand for 2 hours. The unit displays off and the temperature icon. The customer is unable to operate the device. A request was made for the return of the suspect device and replacement product was sent.